Event description:
The ligasure impact curved large jaws were sticking together. They were reported to not clamp down properly. Upon inspection the jaws appeared to stick together. A field technical report was submitted to the manufacturer. A return label issued. The device will be returned to the manufacturer for failure analysis.